Event description:
On (B)(6) 2025, neotract has been made aware that ¿three urolift implants were not deployed, while two implants from the same box were successfully deployed. During the procedure, the physician attempted deployment with normal compression at 20° and increased compression; however, the white line indicating correct implantation was not observed. The final cystoscopy confirmed that only two out of five implants were correctly deployed, with one implant placed in each lobe. The patient¿s condition was reported as fine." Additional information received on (B)(6) 2025, indicated that "the procedure was completed with two implants, one on the right lobe and one on the left lobe. No adverse events were reported in the patient; however, bleeding occurred, requiring the insertion of a catheter with lavage." On (B)(6) 2025, the investigation of the returned sample revealed a broken needle. Approximately 1 mm of the needle had broken off and was not returned for analysis. Additional information received on (B)(6) 2025, indicated that ¿the physician believes the small piece of the needle will not cause any harm or complications for the patient. The patient had a follow-up visit and reported satisfaction with the outcome, as his primary concern was preserving ejaculation. The physician stated that no further examination is planned to locate the needle fragment, as he considers it unnecessary and difficult to detect. He mentioned that an MRI could potentially visualize it, but he does not believe it would be clinically useful. However, he intends to have an open discussion with the patient about the situation. The patient had been informed immediately after the procedure about technical difficulties due to the anatomy of the prostate post-rezum. The physician had initially informed the patient that five implants had been ¿shot¿, but only two were positioned within the prostate. Next week, the physician will consult with another hcp, who will make the final decision regarding whether or not to disclose the presence of the needle fragment to the patient." Further additional information received on (B)(6) 2025, indicated that "the physician decided not to inform the patient about the needle for the time being. Instead, they will only conduct routine checks and examinations in the future."